Event description:
It was reported that while injecting into the catheter, a blood return could be seen on the other catheter lumen. In addition, some difficulty was experienced stopping the bleeding at the insertion site. Add'l pressure was applied to the insertion site to achieve hemostasis. It was then discovered a heparin lock had not been successfully created which resulted in administration of 25 thousand units of heparin into the pt. No intervention was performed for the increased heparin dosage. This catheter was removed and another dialysis catheter was placed and the pt was monitored. The pt's condition is stable and has since been discharged. This device was rec'd, evaluated and retained by this MFR. The engineering eval revealed both of the clamps were closed on the catheter. The device was tested and an interlumen leak was noted in the bifurcation hub.